Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had failed flow rate test high during preventative maintenance testing. A flow rate accuracy test was performed with a programmed volume to be infused (vtbi) of 40ml at a rate of 20ml and dose of 1 set as a primary infusion. Drips were observed by the user and a graduated cylinder was used for measurement of the over infusion which resulted between 21-22ml more infused. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information d9, h3, h6 and h10: baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. The device was found to deliver within specification during flow testing.  No correction is required.  Should additional relevant information become available, a supplemental report will be submitted.